Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure after having used the atrial and right ventricular (rv) leads the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed to rescue the patient. The atrial and rv leads became contaminated, the physician elected to complete the procedure with different atrial and rv leads. The patient was stable following the procedure.